Manufacturer narrative:
Event description continuation: since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17633992l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: lasso navigational eco catheter, model #: d-1349-04-s, lot #: 17611229l. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mid-procedure, while maneuvering the thermocool smarttouch bidirectional sf catheter at the left pulmonary vein roof, high contact force was displayed and the physician reported an atypical feeling while handling the catheter. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Remainder of procedure was aborted. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. It was noted that the thermocool smarttouch bidirectional sf catheter was most likely to have caused the injury, possibly during mapping phase. Physician indicated that the adverse event was not related to any catheter malfunction, but the manipulation of the catheters. Physician¿s opinion regarding the cause of the adverse event was that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. All biosense webster, inc. Devices operated as expected during the procedure. There were no errors observed on any biosense webster, inc. Equipment during the procedure.